Event description:
It was reported that prior to implantation, the device was interrogated and was found in backup/reset mode. The device was not implanted.

Manufacturer narrative:
The device was found to be in bvvi mode upon received. Analysis of the device image suggested that the device reset on (B)(6) 2015 due to parity error. The reset was reproduced when the device was soaked at 5°c. The device reset due to exposed to extreme temperature.

Manufacturer narrative:
(B)(4). The reported field event of back up vvi was confirmed in the laboratory. The reset was reproduced during temperature chamber testing. The reason for the back up vvi mode was exposure extreme tempurature.